Event description:
It was reported that after implanting the implantable cardioverter defibrillator (ICD), there was a failure to convert the patient out of ventricular fibrillation (vf). An epicardial ICD patch was implanted. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 407645 implantable pacing lead implanted: (B)(6) 2013. (B)(4).